Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges chair caught on fire. He also alleges the chair is infested with roaches and that the roaches ate the wires causing the control module to allegedly catch fire and the wood frame is discolored due to the roaches.

Manufacturer narrative:
The transformer was returned for evaluation. The returned component was not the cause of the alleged event.

Event description:
Provider alleges chair caught on fire. He also alleges the chair is infested with roaches and that the roaches ate the wires causing the control module to allegedly catch fire and the wood frame is discolored due to the roaches.